Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones functional. The pump¿s vibrations were found to be non-functional. A leak test was performed and no leaks were found. The pump case was removed and moisture was found inside the pump on the vibration motor. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.